Event description:
A customer in the (B)(6) who participates in the quality assessment survey (B)(6) reports that incorrect results were generated for 3 out of 4 panel member samples when using the lightcycler (B)(6) advanced test for use with the lightcycler 2.0 ce-ivd ((B)(4); batch n18705). The panel distributions were (B)(4) ((B)(4)-2011) and (B)(4) ((B)(4) - 2011). The site generated negative results for panel members that were expected to be positive for (B)(6).

Manufacturer narrative:
The customer alleged that (B)(6) results were generated for 3 out of 4 neqas quality control panel samples that were expected to be (B)(6). Although requested, the panel samples were not provided for further investigation. The customer suspected that their distilled water used to reconstitute the samples as being the cause. Another (B)(6) customer participated in the same neqas survey and generated correct results for all samples. The customer used new mol grade water and reported that all results for a newly distributed neqas panel were as expected. They did not have enough panel material to test the previous panel in which the (B)(6) results were obtained. The investigation included functional testing of retains of the complaint (B)(6) advanced kit lot and all results were within specification. No product non-conformance was identified. (B)(4).

Manufacturer narrative:
No conclusion can be drawn at this time as the investigation into this issue is ongoing. The conclusion of the investigation will be submitted through a follow-up report. (B)(4).